Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt stated after implant their interstim was working perfect, they were receiving therapy benefit, it was life changing but, maybe a month ago in june or july, it stopped helping as much. Pt said it is still helping they have a 50 percent improvement in their symptoms. Pt said they saw their urogynecologist and pt asked if they could increase stim. Pt said the doctor used pt's control equipment during the appointment and pt confirmed they could feel stim while the doctor was using the equipment but the doctor told them that 2 of the leads were not working, they were either disconnected or twisted and they could not increase stim because pt was at the top level. Pt said they were calling today to let medtroni c know they were disappointed because they were told the it would work for 5-7 years and it is less that one year. Pt confirmed they have had no falls or traumas, no other medical tests or procedures. Troubleshooting offered to help pt check their setting to see what the level was. Pt said their control equipment needed to be charged and they did not have the charger at the moment. Troubleshooting reviewed general interstim information and interstim therapy optimization information and recommended keeping a symptom diary to track results. Troubleshooting offered and sent email with quick guide, symptom diary and interstim information. Patient was redirected to call back once their equipment was charged and redirected to their doctor.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, serial# (B)(4), implanted: (B)(6) 2017. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). Date of event is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.